Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformities during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported a leak during fill 4 of 5 on the second stay safe connector. The patient was connected to the first stay safe connector. The patient was treated with prophylactic antibiotics via a manual treatment. The patient's effluent was clear. Patient had no health complications. The samples were discarded.